Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the bearing and head were explanted. The femoral head has black markings covering the surface. No damage can be seen on the bearing. Complaint confirmed based on the evaluation of the provided image. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00812 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to a dislocation that resulted from the patient's poor soft tissue. There is no additional information available at the time of this report.